Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned/received for evaluation. The most likely probable cause of the event is attributed to misuse.

Event description:
It was reported that rust was noticed on the sieve. There was no harm for patient, operator or third party reported. No further information received.